Event description:
Extremity pack catalog# 622279, lot# 1178746 rev 15 contaminants in lap sponges. The lap sponges found in the phs packs are made by medical action. Vendor item #(B)(4). Description: sponge, lap 18x18 pre-washed. Warehousing:(B)(4). Maxillofacial pack catalog# 660040, lot#: 1182285 rev 14. Black specks on raytec gauze. Phs packs= (B)(4). Same reporter in mw5043161- mw5043178.